Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and or require intervention, include, but are not limited to, aneurysm enlargement and surgical conversion. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an emergency endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. At a later date, it was confirmed that the landing length of the common iliac artery was 1 cm. No distal type I endoleak was observed, and the patient was monitored. On an unknown date, follow-up examinations confirmed a tendency for the aneurysm to enlargement. It was decided to perform reintervention to treat the type ii endoleak as the cause, and the future possibility of distal type I endoleak. On (B)(6) 2023, the patient underwent reintervention. Additional stent grafts were deployed on the right side distal to the common iliac artery. A laparotomy was performed, and lumbar artery ligation and aneurysmorrhaphy were performed. The physician stated the following. There were no problems at the first evar (emergency), but the aneurysm tended to enlarge due to type ii endoleak. There was a margin left in the cia and an additional stent graft was used to land the cia, reducing the risk of distal type I endoleak.